Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-jul-02. It was reported the patient had been experiencing headaches, more pain, was feeling cranky and had difficulty sleeping. It was reported the change in symptoms was sudden. The patient said that he had been taking opioids for twenty years and he decided to lower the dose by 40% with consultation from his hcp and he had been experiencing these symptoms. The opioid dosage had been decreased about 2.5 months earlier, and the patient started experiencing the symptoms mentioned above. The patient reported they had a headache on the day of the call, (B)(6) 2018. The patient stated they had been taking 5 codeine per day. When asked, the patient said that most of the time they did not feel a difference when they would receive a bolus with their personal therapy manager (ptm). The patient stated if they are real still they feel a little more relaxed. The patient stated they had not had much success with their boluses and their pump. The patient reported they have had two dye studies and both tests indicated the catheter was fine, there were no issues. The patient was directed to follow-up with their hcp. The patient stated they were working with their physician. It was reported the patient was not receiving therapeutic benefit. It was reported the change in therapy/symptoms was sudden and occurred in 2017, about a year earlier (relative to the day of the report, (B)(6) 2018).

Manufacturer narrative:
Fdd code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that it hasn't been determined the reason for the volume gaps. There was no further volume information available and was told that over time there has become a larger gap.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving fentanyl [1500 mcg/ml] at a dose of 500.1 mcg/day and bupivacaine [10 mg/ml] at a dose of 3.33 mg/day via an implantable drug infusion pump for non-malignant pain. It was reported there were volume discrepancies at multiple refills. Excess residual volumes were noted at each refill. The refill on the day of the report had an expected residual volume (erv) of 5.7 ml and an actual residual volume (arv) of 11 ml. Previous volumes approximately every 2 months: erv 4.5 ml, arv 7 ml; erv 3.9 ml, arv 8.1 ml; and erv 4.6 ml, arv 9.0 ml. The complaint was based upon the refill on (B)(6) 2016; the representative was alleging underinfusion. The pump logs were checked; no anomalies were noted. There was no patient therapy concerns/return of symptoms. The representative was going to follow up with a health care provider (hcp). Additional information was received from a consumer via a manufacturer's representative on (B)(6) 2017. It was reported that the patient had volume discrepancies at the last 3 refills. On (B)(6) 2017 the erv (expected reservoir volume) was 5.6ml and the arv (actual reservoir volume) was 11ml, on (B)(6) 2017 erv (expected reservoir volume) 4.2ml and the arv (actual reservoir volume) was 10ml. On (B)(6) 2017 erv (expected reservoir volume) was 3.1ml and the arv (actual reservoir volume) was 9.1ml. Per the reporter there was no therapy issues, the cap (catheter access port) dye study was negative and no alarm logs. There were no reported patient symptoms and no further complications reported. Additional information was received from manufacturer's representative on (B)(6) 2017. It was reported that the hcp stated over the past three years there had slowly been a larger gap between the actual residual volume and expected residual volume at pump refills. It was indicated that the hcp stated the concern was that the pump was defective. It was noted that a catheter dye study was done and everything was fine. The patient was getting relief but the manufacturer's representative did not know if the intrathecal daily dose had been steadily increased to achieve efficacy. No complications were reported.